Event description:
The customer reported that the system was not booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service representative replaced the power cable assembly including circuit breakers. The system was tested and found to be working as intended and put back in service.